Event description:
It was reported that a pump declared an alarm during operation, specifically alarm 20, while being used for insulin pumping. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to successfully load a new cartridge. Therefore, technical support assisted the customer with the process to return the faulty pump and arranged for a replacement pump. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method.